Event description:
Caller reported that a pump malfunction occurred, with the pump screen going dark and failing to turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.